Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) due to an inflation issue. The patient complained of scrotal pain and frustration with the device as the pump would not inflate and remained flat. During the procedure fluid loss was observed however, the cause and location of the fluid loss could not be determined. The ipp system was replaced and no additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our post market quality assurance laboratory, the ams 700 inflatable penile prosthesis was visually and microscopically inspected, and pressure and leak tested. The kink resistant tubing (krt) of both cylinders was worn to the filament and wear was also observed at the proximal and middle cylinder bodies; no leaks were found. The device passed all functional testing and no further damage was observed on the remainder of the device. Product analysis was unable to confirm the reported inflation issues. The patient symptoms of pain and discomfort are included in product labeling and there is no evidence that the user did not properly handle or use the device according to the IFU. An investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) due to an inflation issue. The patient complained of scrotal pain and frustration with the device as the pump would not inflate and remained flat. During the procedure fluid loss was observed however, the cause and location of the fluid loss could not be determined. The ipp system was replaced and no additional patient complications were reported.